Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of over 600mg/dl. The customer treated with insulin. Customer indicated that their doctor will be contacted and their blood glucose value was 564mg/dl at the time of the call. The customer experienced symptoms such as nausea. Customer declined to check their settings. The product will be returned.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. No unexpected insulin flow blocked alarm noted during testing. Pump received with corroded battery tube, scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.